Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a non-recoverable fault 319 was displayed on arm 3. The intuitive surgical, inc. (Isi) clinical sales representative (csr) stated that the error was triggered when the staff was putting the camera onto arm 3. The technical support engineer (tse) log review confirmed the error 319 on the acc of the universal surgical manipulator 3 (usm). Prior to calling in for technical support, the customer performed the system reboot without removing the instrument. While on the phone with the tse, the staff performed another reboot, but the issue persisted. The tse had staff install the camera into arm 3 to gain visualization and confirm no instruments were grasping tissue. Then, he had the staff remove all other instruments, disable arm, and perform fault recovery; the system achieved a successful system homing with 3 arms. Arm 3 then was moved out of the way, and the camera and instruments reinstalled. The surgeon made the necessary master tool manipulator (mtm) configurations and proceeded with the case. The site was completing the procedure with no reported injury.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. Mechanical testing was performed, the unit was installed into the test system and failed normal mode as it triggered 319 errors. Inspection found the rolling loop damaged, and it came off its track which triggered error 319 errors. The rolling loop fiber cable assembly will be replaced as a fix.